Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing static fill estimate of 105 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer chose to skip further troubleshooting, reloaded same cartridge with assistance from technical support, saw new fill estimate of about 120 units, expressed satisfaction with result, and no additional actions were required.